Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. The customer also mentioned blood glucose level at the time 45 mg/dl. Troubleshooting occurred. Advised tubing clamp will be sent to continue troublshooting.